Event description:
The patient was going a thrombectomy procedure in the right m1 using the penumbra system 4max reperfusion catheter and 4max separator. Before the procedure, intravenous tissue plasminogen activator (IV t-pa) was not administered. A 4max reperfusion catheter was advanced to the target vessel along with a radifocus guide wire gt 0.016 inch through an launcher coronary guide catheter 8fr. Aspiration was done with the 4max reperfusion catheter and 4max separator. After aspiration, 2,000 units of heparin were administered. Recanalization was succeeded in the m1, however, the embolus migrated to the a1. The patient was then given 180,000 units of selective ia t-pa UK. Recanalization in the a1 failed. The 4max reperfusion catheter was advanced to the a1 along the gt 0.016 inch. During aspiration with the 4max reperfusion catheter and the 4max separator, the physician perforated the vessel and caused diffuse subarachnoid hemorrhage (sah). The following day, the patient underwent lumber drainage for the intracranial hemorrhage. The patient developed hydrencephalus, therefore, the physician created a shunt from the lumber to the abdominal cavity. Approximately 26 days later, the patient recovered from the intracranial hemorrhage; however, the patient did not recover from the occlusion, because recanalization was not succeeded regardless of the 180,000 units of selective ia t-pa UK.

Manufacturer narrative:
Conclusion: perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00128. Device was disposed of by the hospital.